Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the serial number of the physician programmer was unknown, but there was no programming error. The bridge bolus was properly programmed. The patient was admitted to the hospital and had dose increases. The cause of the withdrawal was not determined. Patient medical history included paraplegia after spinal cord injury.

Manufacturer narrative:
Other relevant components include: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500 to 2000 mcg/ml; flex: 429 to 373 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2017. It was reported a bridge bolus (bb) was programmed for a concentration change and the dose was decreased 13 percent on (B)(6) 2017. The flex programming was 490 mcg boluses throughout the 24 hours and a low basal rate. Later that day the patient began experiencing withdrawal symptoms and the next day was admitted to the hospital. The patient was ¿safe now¿, being monitored and "things are getting better for the patient". The reporter will confer with the hcp. No further complications were reported.